Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 2.7, lab: 6.9. Fingerstick was done at 9:30 am on friday, and got inr of 2.7. Pt went to doctor's later that day and did blood work (sometime before noon, but probably over an hour after fingerstick) and got inr of 6.9. Pt was coughing blood and admitted to hospital with hemoptysis. Reviewed pt history. Pt had been on coumadin for along time and inr was fairly stable. Doctor made minor adjustments to dosage nearly every week (3 days at 2 mg and 4 days at 1 mg vs 2 mg 5 days and 1 mg 2 days).

Manufacturer narrative:
Investigation pending.